Event description:
The hill-rom field tech reported that the brakes would not hold on this bed. He found that the brake block engagement mechanism was worn due to the age of the bed. He replaced the brake block and associated hardware to correct the issue. No adverse events were reported.